Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. During the valve deployment, the physicians noted that they believe the stj ca+ ruptured the fully inflated balloon based on the angio image and the location of the tear on the balloon upon inspection. When removing the commander delivery system from the aorta and pulling into the sheath, the balloon material caught on the end of the sheath and folded down over the nosecone. The inside of the balloon (plastic tabs) were wedged into the wall of the sheath which opened the seam further and kinked the sheath. The balloon material was separated proximally from what was thought to be from pulling to retract the delivery system into the sheath. The sheath damage was due to the balloon material that was torn and would not pull all the way into the sheath, getting stuck and causing the kink as it met resistance when pulling while in the patient. After retracting the device, all but the very end of the nosecone was inside the sheath. The valve looked good (no paravalvular leak) and it was decided to remove the sheath and delivery system together and close the lcfa surgically via left femoral cutdown. The surgeon noted that there was a piece of ca+ at the arteriotomy and when the sheath and delivery system were removed it also removed the piece of ca+. Per the physician, the vessel was oozing around that location so a surgical stitch/patch was performed to obtain hemostasis. Patient was stable throughout the procedure and the vessel closure. Final images showed good flow throughout the iliofemoral system.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for balloon burst and difficulty or inability to withdraw system through sheath were confirmed as per returned imagery. However, due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As revealed by the case notes and provided imagery, the patients annulus had -moderate- calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.